Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a bumpy and itchy rash under her left breast. The patient's physician instructed her to remove the lifevest for 1-2 hours daily and to use cortisone cream on the rash. Follow-up indicated that the rash had healed.